Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. A replacement pwb assy dvr disp indicator was sent to the customer. This is a known issue that has been addressed via an internal action; therefore no further investigation is necessary.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the start/stop button intermittently fails to engage. He explained that this vent was set up on a patient yesterday and it was working fine. When they went to suction the patient they depressed the start/stop button and stopped the driver. They suctioned the patient and depressed the start/stop button again to restart the driver. The driver did not start with the first attempt. They had to press the start/stop button a couple of times before it engaged and re-started the driver. There was no harm to the patient.